Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted that visual inspection found that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted, and the helix was bent inside the sleevehead.

Event description:
It was reported that during the implant procedure, the helices on two right ventricular lead did not extend. Another lead was used to completed the procedure. No patient complications have been reported as a result of this event.